Event description:
It was reported that this right ventricular (rv) lead was explanted due high capture thresholds and under-sensing. The physician elected to replace the lead, rather than reposition it, as the patient was bradycardic during the revision procedure. No additional adverse patient effects were reported. A good faith effort was submitted for return request.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to undersensing and high capture thresholds. It was noted that the physician elected to replace the lead as the patient's heart rate became slow (bradycardic) during the replacement, and required pacing. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix, and tissue entwined in the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of under-sensing and high capture thresholds. Laboratory analysis found no evidence of device abnormalities, based on normal lead resistance measurements.